Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012, in site #4 (type ii bone). Osseointegration was not achieved. Immediate extraction was involved in the event. The clinician states site was grafted with autogenous bone graft and a collagen plug. The implant was removed on (B)(6) 2012, due mobility. Medical history: no significant findings.